Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and loss of capture. It was noted that several years prior the patient underwent surgery and the atrial lead was inadvertently sutures to the wall of the heart. The lead was explanted and replaced. No patient complications have been reported as a result of this event.